Event description:
It was reported that the biomedical engineer (be) stated that an external pulse generator (epg) had a self-test error. Technical services (ts) provided assistance in resolving the issue by explaining the reason for the error message. The error was cleared by removing the battery and reinserting it. The be tested the device and it passed. The epg was placed back into service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).